Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Clinic reported a fluid leak during treatment. It is unknown if there was any alarms with the cycler. Patient information is unknown. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed since the lot number of the alleged device is unknown and unconfirmed.

Event description:
"."